Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen.abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, lower urinary tract infection, hair loss, hypothyroidism, cesarean section, uterine bleeding, dysmenorrhea, vaginitis and lower abdominal pain. In february 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rashes or skin conditions"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), urinary tract infection ("uti") and alopecia ("hair loss"). The patient was treated with surgery (lsc bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the genital haemorrhage, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, urinary tract infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: essure insertion date discrepancy: feb-2011 and 2012., previously feb-2011 was reported discrepancy noted as essure insertion date: (B)(6) 2012. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: gen.abnormal. Bleed, menorrhagia (heavy menstrual bleeding), abdominal pain, urinary probs., bladder probs., rashes or skin conditions, dyspareunia, hair loss. Outcome of the previously added event pelvic pain was updated recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.